Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2011 due to metallosis and elevated metal ion levels. Operative report from the revision procedure on (B)(6) 2011 indicate bone/tissue damage and fluid. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿material sensitivity reactions.¿ number 19 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-06122 and 2014-08663).

Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2011 due to metallosis and elevated metal ion levels. Operative report from the revision procedure on (B)(6) 2011 indicate bone/tissue damage and fluid. All components were removed and replaced. Legal counsel for the patient reported patient underwent a left total hip arthroplasty on (B)(6) 2000 due to patient allegations of pain, impairment, lack of mobility, elevated metal ion, levels, and loss of range of motion. Additional information received on product identification.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2011 due to metallosis and elevated metal ion levels. Operative report from the revision procedure on (B)(6) 2011 indicate bone/tissue damage and fluid. All components were removed and replaced. Legal counsel for the patient reported patient underwent a left total hip arthroplasty on (B)(6) 2000 due to patient allegations of pain, impairment, lack of mobility, elevated metal ion, levels, and loss of range of motion. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.